Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the surgeon released the foot pedal and observed that the bipolar function was still working. The customer received phone assistance from the technical support engineer (tse). Tse guided the customer to change the forcetriad generator setting and power cycled the system. The customer stated that the issue improved. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the operating room (or) nurse. It was stated that the incident occured with an unspecified isi energy instrument that was connected to a 3rd party forcetriad generator. Issue was resolved after tse troubleshooting, after verifying the generator configuration and a power cycle of the system. The surgeon did not press any of the activation pedals on the ssc at time of event. It was confirmed that the surgical staff used double-cannulation during the surgical procedure. It was confirmed that the energy cable and endoscope cable was not in close proximity and was not tangled. When the incident occurred, the instrument tip was confirmed to be not in contact with a tissue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The incident occurred with an isi energy instrument that is connected to a 3rd party force triad generator. Issue was resolved after tse troubleshooting after verifying the configuration and a power cycle of the system. Tse guided the customer to change the force triad generator setting and power cycled the system. The customer stated that the issue improved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.